Event description:
On 7/14/24 an ilet user's daughter reported the user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. On (B)(6) 2024, the user's bg dropped from 200 mg/dl at 5:30 pm to 70 mg/dl and continued to decrease despite consuming a meal at 7:20 pm. The user took 8 glucose tablets after the bg dropped to 42 mg/dl, but the levels continued to drop, confirmed by a finger prick test. The customer care agent reviewed the ilet logs and found that multiple meal announcements within an hour likely caused the drop. The user was advised to monitor levels closely and keep fast-acting carbs nearby. The user experienced dizziness and sweating during the event. The user used 11 glucose tablets to correct the low and was assisted by a caregiver.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hypoglycemia on the reported event date. Multiple meals were announced in a short period of time in response to rising cgm values. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. The hypoglycemic event was caused by misuse of the meal announcement with multiple meal announcements delivered in a short period of time in response to rising glucose values. This resulted in excess insulin on board and increased risk of hypoglycemia.